Event description:
Related to MFR report # 218395-2012-02461. It was reported by the plaintiff's attorney that on or about (B)(6) 2010 the plaintiff was implanted with a perigee system "to treat pelvic organ prolapse and/or urinary incontinence". It was alleged that the plaintiff "began experiencing pain, infections, bleeding, vaginal scarring/shrinkage, pain with sexual intercourse, mesh erosion/exposure, extrusion, urinary problems and the need for add'l surgery", "returned to her physicians several times", "suffered and continues to suffer, serious bodily injury and harm", and has had other injuries.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.